Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2010 and that it had performed to specification up to (B)(6) 2011. Of the information obtained from the device there was evidence that the device may have been switching itself on automatically resulting in manual power-ups of 10 minutes in duration occurring on the (B)(6) 2011 and which continued sporadically up to receipt of the device at heartsine. There was also indication that during the period of installation the device was left unattended with the pad-pak being removed and re-installed on several occasions. Investigation confirmed that the apex patient pogo pin was damaged furthermore the device switching itself on is a known symptom of a damaged or faulty membrane. Although in this event there was no fault measured it is possible that damage has been caused to the membrane. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. This device malfunctioned because the status indicator was flashing red. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.